Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received a result of 9 mmol/l on the performa system. The patient was experiencing elevated blood glucose symptoms of blurry vision, dizzy, and was flustered. At the hospital the patient's blood glucose result was 18 mmol/l, and the patient was treated with an insulin injection. Time-frame between readings was not provided. The patient alleged the reading of 9 mmol/l was too low; based on the symptoms she was experiencing. Return of the suspect device was requested for evaluation.